Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Blood test strips were used and the leak was visually observed in membrane of dialyzer. No blood outside of the dialyzer. The machine alarmed. Estimated blood loss was 200 cc's. Patient had no adverse effects after the incident. Sample is not available; sample was discarded.

Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation.